Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution. The cair clamp was being used to regulate the flow of solution. Approximately 1 hour after the delivery was started, the nurse noted approximately 1l of solution was delivered. It was reported the cair clamp was, "open more than the initial setting," but was not in the full open position. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated 2007. This report represents all the info known by the reporter upon query by hospira personnel.